Manufacturer narrative:
Device discarded - not returned for evaluation. The customer indicated that the subject device was discarded and will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number is known and a review of the device history record will be conducted. This report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.

Event description:
It has been reported to us that during the procedure the hemostatic valve did not close properly resulting in leaking. The physician was using the hemostatic valve during the procedure and it would not close properly resulting in leaking. The patient needed intervention (transfusion). The patient is reported to be stable.